Event description:
Based on medical records provided by the pt's attorney: on (B)(6) 2007-pt underwent exploratory laparotomy, lysis of adhesions, and repair of a midline incisional hernia and a ruq colostomy hernia with one composix kugel mesh. On (B)(6) 2007-f/u visit the pt is sore, but well healed. On (B)(6) 2008-pt underwent lysis of adhesions, excision of composix kugel, and repair of recurrent incisional hernias with two composix kugel meshes. An extensive amount of adhesions were noted. On (B)(6) 2008-pt underwent lysis of adhesions, excision of the two composix kugel meshes, and repair of incisional hernias with a non-bard mesh. On (B)(6) 2008-f/u visit, the pt has an open wound granulating inferiorly, which is clean and looks good. Md asks that she continue some local care.

Manufacturer narrative:
Initially, one event was reported by the pts' attorney. However, review of the medical records showed there to be add'l implants. This is a pt with a past medical/surgical history significant for diverticulitis, drug/alcohol abuse, colon resection, appendectomy, and previous hernia repair. The (B)(6) 2008, surgery was to correct a suspected small bowel enterotomy. No evidence of any injury or previous enterotomy was found. It was noted that the mesh was covered with a layer of non-foul smelling bilious material, and that there was a large amount of bilious stained exudate material overlying the anterior portion of the loops of bowel. Currently, it is unk whether the device may have caused or contributed to the reported event. The medical records indicate that the pt was treated for adhesions, which is a known possible adverse reaction listed in the IFU. It was also indicated that the pt was treated for infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A mfg review was performed and found no evidence of a mfg related cause for the alleged event. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn. See MDR 1213643-2009-00088 for info related to the composix kugel mesh implanted on (B)(6) 2007. See MDR 1213643-2009-00670 for info related to the other composix kugel mesh implanted on (B)(6) 2008.